Event description:
It was reported to philips that the device is unable to do the self check. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer confirmed that the device was back to normal use after third party repair. Based on the information available and the testing conducted, the cause of the reported problem was rusty paddle tray. The reported problem was confirmed. Customer refused service from philips and asked third party for repair. No further information for the cause of the reported problem and resolution was provided.